Manufacturer narrative:
Carefusion complaint number: (B)(4). The carefusion field service representative evaluated the unit and was able to confirm the reported issue and isolate the issue to the driver displacement indicator board. The unit was repaired and placed back into service. In the event additional information becomes available a follow-up report will be submitted at that time. At this time, carefusion has not received the suspect component back for evaluation in our failure analysis lab. (B)(4).

Event description:
The customer stated that the start/stop button on this unit is not starting the driver. There was no patient involvement.